Event description:
The pt reportedly experienced a decrease in performance with her device. An x-ray showed that the electrode array was extruding from the cochlea. The pt's device was explanted. The pt was re-implanted with another advanced bionics device. Testing performed post surgery showed normal reading with impedances.